Event description:
It was reported that a patient experienced an abscess on incision and pain at pocket site. Upon pocket revision, the doctor noticed it was infected. The entire system was explanted. The patient is expected to fully recover.

Manufacturer narrative:
UDI for concomitant product (c2/d10) - tined lead: (B)(4). Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d4: UDI for concomitant product (c2/d10) - tined lead: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation details: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen as the allegations relate to abscess, infection, and implant pain which are addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient experienced an abscess on incision and pain at pocket site. Upon pocket revision, the doctor noticed it was infected. The entire system was explanted. The patient is expected to fully recover. The infection has resolved and the doctor plans to reimplant in one month.

Event description:
It was reported that a patient experienced an abscess on incision and pain at pocket site. Upon pocket revision, the doctor noticed it was infected. The entire system was explanted. The patient is expected to fully recover. The infection has resolved and the doctor plans to reimplant in one month.

Manufacturer narrative:
UDI for concomitant product (c2/d10) - tined lead: (B)(4). Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. This report is report is being submitted to correct the describe event or problem (b5) in section b, adverse event or product problem and patient codes (f10) in section f, user facility / importer report information.